Event description:
It was reported that a patient had a seroma form around the pump, and it never went away. It was stated that the patient was "getting good symptom relief" from pump therapy, but the physician explanted the pump due to the seroma. Per the reporter, the seroma had never turned into an infection. The physician wanted to "re-implant the patient", but the patient was concerned about possible allergies to titanium. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B)(4).